Manufacturer narrative:
A correlation between the device, the reported infection, thrombus, and death could not be conclusively determined. Device thrombosis and infection are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device: 3 years, 10 months. The explanted device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient underwent a pump exchange (B)(6) 2015. The reason for the pump exchange was noted as "infection on thrombus". Additional information was requested, however it was not provided.

Manufacturer narrative:
Additional information provided.

Event description:
Additional information was provided indicating that the patient expired on (B)(6) 2015. The cause of death was not provided.